Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Additionally, the patient alleged that the device will not turn on and certain parts of the device was not function properly. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The pms clinical reassessment has been reviewed and it has been determined, the device did contribute to the reported event via possible failure, malfunction, improper or inadequate design, manufacture, labeling, and/or user error per 21 cfr 803.3. A corrective report will be filed reflecting this decision. After further review, this report is now being filed as section b1 has been changed to adverse event instead of a product problem. Section h1, type of reported complaint and section h6, health impact code were updated to reflect this decision.

Manufacturer narrative:
Additional information was received on 07/03/2025, and section h 11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Additionally, the patient alleged that the device will not turn on and certain parts of the device was not function properly. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was not observed. The device's downloaded logs were reviewed by the third-party service centre. There was 31 error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. In box h: evaluation method code, evaluation results code and conclusion code grid has been updated.